Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a paclitaxel set under infused due to a ¿kink below drip chamber when the medication and tubing were place inside bags used to transport pre-mixed product¿. The expected infusion time was eighteen minutes; however, the actual infusion time was twenty-five minutes. The device was filled with 290ml of injectafer and infused via a baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: it was reported a clearlink system continue-flo solution set (previously paclitaxel set) under infused due to a ¿kink below drip chamber when the medication and tubing were place inside bags used to transport pre-mixed product¿. The expected infusion time was eighteen minutes; however, the actual infusion time was twenty-five minutes. The device was filled with 290ml of injectafer and infused via a baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.